Event description:
The patient reported feeling "electrical shocks" around the device site that he never had before. The patient wondered what "could be wrong" with his device yet reports that all device checks been normal. The patient also noted he recently had two other non-device related surgeries. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.